Event description:
The lay user/patient contacted lifescan alleging that the product display issue of "damaged display" was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. The display was found to have black/blue lines and was cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.